Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that in may of last year they had to have emergency surgery (confirmed surgery was unrelated to device) and ever since surgery they have had chronic watery diarrhea every day that can last 4-5 hours. Patient reported they had a severe infection after they came out of the hospital and had to go back to the hospital to be opened back up and let the bacteria from the infection manually drain out. Patient stated they were seeing a specialist and they were trying to figure out why patient was having chronic diarrhea daily. Patient stated the emergency surgery they had they had to have 16 inches of their intestines removed and stated they worked around their bladder stimulator. Patient inquired if something could have moved from their stimulator that could have caused them to have chronic diarrhea and stated they don't know who to call to ask this question. Patient stated their specialist had not picked up on anything specific and patient stated the last thing they thought of is what if their wires move. Pa tient services reviewed role of patient services and redirected patient to their healthcare provider tofurther address the issue. Patient provided event date as about 3 days after they had the emergency surgery, around may 17th, 2024 (surgery was on (B)(6) 2024).